Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead in segments was returned and analyzed and no anomalies were found. There was blood/body fluid (not obstructed) on all conductors and a cosmetic depression and cosmetic environmental stress cracking on the outer insulation.

Event description:
It was reported that the left ventricular lead could not be repositioned without causing stimulation and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.